Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to a report received via maude, the patient experienced severe hypoglycemic shock due to false readings from a tandem insulin pump, which led to insulin stacking on (B)(6) 2025. The patient reported symptoms of presyncope and was required to clock out early from their remote job. An endocrinologist provided a medical note to excuse the early departure. At this time, reversal of the hypoglycemic shock has not been documented. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5175116. Diabetes mellitus is a known cause of hypoglycemia.